Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and loss of capture due to a lead dislodgement. No asystole was noted. A surgical revision was performed to reposition the lead. No additional adverse patient effects were reported. The lead remains in service.